Event description:
Procedure performed: laparoscopic cholecystectomy. Rep. Wasn't present for the case. Limited information is available at the time of reporting. The customer sent an e-mail to the rep stating the following: "during a laparoscopic cholecystectomy, two clip appliers were opened and misfires were experienced on each device." Patient status and product return status are currently unknown at this time. Additional information was received from health systems manager, via e-mail and telephone on january 28th, 2020 : "I am sorry to say that we have no more information other than what has been already communicated. The products are no long expected to return as they have been discarded by the facility. Additional information was received from FDA maude website, mw# 9590768 on february 28th, 2020: "model number: ca500 event date: (B)(6) 2019 event type: malfunction event description: during a laparoscopic cholecystectomy, two clip appliers were opened and "misfires" were experienced on each device. Misfires meaning the clips did not apply when the device was activated by the surgeon. Applied medical-epix universal clip applier; ref #(B)(4) lot#-1365516 expires 08-07-2022. MDR report number: 9590768 product code: mdm report source: user facility report date: 12/26/2019 date FDA received: 01/15/2020 this is not an adverse event report. This is a product problem report. Device model number: ca500 device lot number: 1365516 the report was sent to the FDA. Event location: hospital this is not a reprocessed and reused single-use device." Additional information was received from implementation specialist, via e-mail on march 6th, 2020: both clip appliers are now expected to return. It has been "confirmed that the patient was not hurt, they opened a 3rd applier to get through the case, they finished the case, and everything went well. She said they used a reusable grasper along with the clip appliers." Intervention: opened a 3rd clip applier to complete the case without any further issues. Patient status: no patient injury occurred.

Manufacturer narrative:
Investigation summary: the event unit was returned to applied medical for evaluation. Engineering observed that the distal ramp of the channel support assembly (csa), a metal component in the shaft that guides clips into the jaws, was damaged. This confirms the complainant¿s experience of clip loading issues. Based on the condition of the returned unit, it is likely that the reported event was caused by the distal ramp of the csa that was damaged. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. This event is not reportable as it unlikely to cause or contribute to death or serious injury. This report is to follow up medwatch report # 9590768.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: laparoscopic cholecystectomy. Rep. Wasn't present for the case. Limited information is available at the time of reporting. The customer sent an e-mail to the rep stating the following: "during a laparoscopic cholecystectomy, clip appliers were opened and misfires were experienced on each device." Patient status and product return status are currently unknown at this time. Additional information was received from health systems manager, via e-mail and telephone on january 28th, 2020 "I am sorry to say that we have no more information other than what has been already communicated. The products are no long expected to return as they have been discarded by the facility. Additional information was received from FDA maude website, mw# 9590768 on february 28th, 2020: "model number: ca500, event date: (B)(6) 2019, event type: malfunction, event description: during a laparoscopic cholecystectomy, two clip appliers were opened and "misfires" were experienced on each device. Misfires meaning the clips did not apply when the device was activated by the surgeon. Applied medical-epix universal clip applier; ref #(B)(4) lot#-1365516 expires 08-07-2022. MDR report number: 9590768, product code: mdm, report source: user facility, report date: (B)(6) 2019, date FDA received: (B)(6) 2020, this is not an adverse event report. This is a product problem report. Device model number: ca500, device lot number: 1365516, the report was sent to the FDA. Event location: hospital, this is not a reprocessed and reused single-use device." Additional information was received from implementation specialist, via e-mail on march 6th, 2020: both clip appliers are now expected to return. It has been "confirmed that the patient was not hurt, they opened a 3rd applier to get through the case, they finished the case, and everything went well. She said they used a reusable [competitor] grasper along with the clip appliers." Intervention: opened a 3rd clip applier to complete the case without any further issues. Patient status: no patient injury occurred.